Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported

Manufacturer narrative:
A ge service rep evaluated the system and determined the system needed upgraded software and cpu. No conclusion can be drawn as further repair info is not available.